Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included dysfunctional uterine bleeding and pre-menstrual tension syndrome. Concomitant products included alprazolam (xanax) since (B)(6) 2012 and bupropion hydrochloride (wellbutrin) since (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. In march 2007, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), fatigue ("fatigue"), back pain ("low back pain") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), sjogren's syndrome ("sjogren's syndrome") and abdominal pain ("pelvic/abdominal"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, sjogren's syndrome, abdominal pain, depression, alopecia, weight increased, vaginal haemorrhage, menorrhagia, anxiety, autoimmune hypothyroidism, fatigue, back pain and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune hypothyroidism, back pain, depression, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, sjogren's syndrome, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bleeding, psych injury, injuries/sympt. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. Case becomes an incident. Surgery were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included dysfunctional uterine bleeding and pre-menstrual tension syndrome. Concomitant products included alprazolam (xanax) since (B)(6) 2012 and bupropion hydrochloride (wellbutrin) since (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), fatigue ("fatigue"), back pain ("low back pain"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), sjogren's syndrome ("sjogren's syndrome"), abdominal pain ("pelvic/abdominal"), rash ("rash"), skin disorder ("skin condition") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, menorrhagia, dysmenorrhoea, rash and skin disorder had resolved and the sjogren's syndrome, abdominal pain, depression, vaginal haemorrhage, anxiety, autoimmune hypothyroidism, fatigue, back pain, migraine and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune hypothyroidism, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, rash, sjogren's syndrome, skin disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bleeding, psych injury, injuries/sympt. Current weight 229 lbs. Essure (or any part of the device) removed: no (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication, skin condition, rash. Outcome of events genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, skin condition, rash, alopecia, weight gain was updated as recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included dysfunctional uterine bleeding and pre-menstrual tension syndrome. Concomitant products included alprazolam (xanax) since (B)(6) 2012 and bupropion hydrochloride (wellbutrin) since (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), menorrhagia ("abnormal bleeding vaginal, menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), fatigue ("fatigue"), back pain ("low back pain"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea cramping") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), sjogren's syndrome ("sjogren's syndrome"), abdominal pain ("pelvic/abdominal"), rash ("rash"), skin disorder ("skin condition"), post procedural complication ("post procedural complication") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, menorrhagia, dysmenorrhoea, rash and skin disorder had resolved and the sjogren's syndrome, abdominal pain, depression, vaginal haemorrhage, anxiety, autoimmune hypothyroidism, fatigue, back pain, migraine, post procedural complication and uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, alopecia, anxiety, autoimmune hypothyroidism, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, rash, sjogren's syndrome, skin disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bleeding, psych injury/injuries/symptoms. Current weight 229 lbs. Essure (or any part of the device) removed: no (discrepancy noted) on (B)(6) 2007 patient undergo for essure confirmation test. Surgical pathology report: final diagnoses: abnormal uterine bleeding, dysmenorrhea, pain in pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram on (B)(6) 2007: result: bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record: dysmenorrhea, pain in pelvis and uterine bleeding." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jul-2020: medical records received. Event" uterine bleeding" was added. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain / pelvic pain'). In an adult female patient who had essure (ess205) (batch no. 621804), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: obesity. Concurrent conditions included: dysfunctional uterine bleeding and pre-menstrual tension syndrome. Concomitant products included: levothyroxine for hypothyroidism as well as alprazolam (xanax) since (B)(6) 2012 and bupropion hydrochloride (wellbutrin) since (B)(6) 2013. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems, condition: depression"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems, condition: anxiety, mental anguish"), autoimmune hypothyroidism ("autoimmune disorder, type of disorder: hypothyroidism"), fatigue ("fatigue"), back pain ("low back pain"), migraine ("migraines/headaches"). And dysmenorrhoea ("dysmenorrhea (cramping)"). And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), sjogren's syndrome ("sjogren's syndrome"), abdominal pain ("pelvic/abdominal"), rash ("rash"), skin disorder ("skin condition"), post procedural complication ("post procedural complication") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, menorrhagia, dysmenorrhoea, rash and skin disorder had resolved. And the sjogren's syndrome, abdominal pain, depression, vaginal haemorrhage, anxiety, autoimmune hypothyroidism, fatigue, back pain, migraine, post procedural complication and uterine haemorrhage was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, alopecia, anxiety, autoimmune hypothyroidism, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, rash, sjogren's syndrome, skin disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bleeding, psych injury/injuries/symptoms. Current weight 229 lbs. Essure (or any part of the device) removed: no (discrepancy noted) on (B)(6) 2007 patient undergo for essure confirmation test. Surgical pathology report: final diagnoses; abnormal uterine bleeding, dysmenorrhea, pain in pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 31.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2007, result: bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical record: dysmenorrhea, pain in pelvis and uterine bleeding. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020, quality safety evaluation of ptc. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (ess205) (batch no: 621804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included dysfunctional uterine bleeding and pre-menstrual tension syndrome. Concomitant products included alprazolam (xanax) since on (B)(6) 2012 and bupropion hydrochloride (wellbutrin) since on (B)(6) 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroidism"), fatigue ("fatigue"), back pain ("low back pain"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), sjogren's syndrome ("sjogren's syndrome") and abdominal pain ("pelvic/abdominal"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on 19-nov-2019. At the time of the report, the pelvic pain, genital haemorrhage, sjogren's syndrome, abdominal pain, depression, alopecia, weight increased, vaginal haemorrhage, menorrhagia, anxiety, autoimmune hypothyroidism, fatigue, back pain, migraine and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune hypothyroidism, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, sjogren's syndrome, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for bleeding, psych injury, injuries/sympt. Current weight 229 lbs. Essure (or any part of the device) removed: no (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: pfs received: new event: dysmenorrhea (cramping) added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.